Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She indicated her (B)(6) have experienced this issue as well. She stated the tampon pledget is coming apart at the end of the tampon near the string. She feels they were able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.